Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of explant is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted to address the issue

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using two different chargers. The programmer was able to communicate without any issues. Surgical intervention is planned to address the issue.